Event description:
Patient admitted from pacu [post anesthesia care unit], in report it was said that he had coarse breathing and they had to increase oxygen because he had dropped and he had noisy breathing, when he arrived to the unit, on assessment he did have noisy breathing and family states that was not normal, the patient had a lot of discomfort and pain, as he was taking his pills and drinking water to get him comfortable , patient started coughing, patient encourage to cough, patient upright and cough again, then a piece of plastic from the ercp [endoscopic retrograde cholangiopancreatography] came out his throat, and he started breathing better no more noise was heard. No more discomfort.